Event description:
It was reported the epg (external pulse generator) will not power on and stay on, even with a new battery. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found fluid ingress throughout the main compartment. The initial report was confirmed: the main printed circuit board (pcb) was corroded. It was also noted that the upper case, lower case, both pcb screws, the liquid crystal display (lcd), the encoder flex, battery flex and heart lead flex were corroded and the heart wire contacts were patinated.